Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from the united kingdom, edwards received notification of a pascal precision ace procedure in the tricuspid position. Post-procedure, a single leaflet device attachment (slda) occurred. There were imaging difficulties during the procedure. Two (2) pascal devices were initially implanted. The posterior-septal device detached from the posterior leaflet at an unknown date. The tricuspid regurgitation (tr) grade before the procedure was torrential (5+), moderate (2+) immediately post-procedure, and massive (4+) after the slda occurred. Fourteen days (14) after the procedure, the patient underwent a reintervention where two (2) additional pascal devices were implanted, stabilizing the pascal with slda. The first device was implanted in the anterior-septal position with 2-8 clocking, and the second in the posterior-septal position with 3-9 clocking. The final tr grade after reintervention was moderate (2+). Patient's final outcome was discharged. According to medical opinion, the perceived root cause of the event was likely due to imaging challenges. It is believed that shadowing from a tavi valve and pacing leads in situ may have obstructed the best view of the leaflet insertion.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs) who was present on the site at the time of the reintervention. Available information suggests that procedural factors likely contributed to the event due to suboptimal images during the procedure. The presence of a tavi may have contributed to imaging shadowing, resulting in insufficient leaflet capture. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4 and h11. Supplemental report being filed to include the device information. Investigation results were already submitted previously.